Event description:
Ventilator alert alarm sounded. Rn called respiratory therapist to inform. Rn bagged patient while respiratory therapist removed and replaced ventilator. Ventilator was not providing ventilation.